Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the device allegedly failed to obtain a sample. Furthermore, it was reported that the firing button got stuck but still can be processed. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows, a maxcore device in initial position. The second photo shows a maxcore device in fully primed position. Based on the provided photos, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire and failure to obtain sample issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided kidney biopsy procedure through normal tissue density using maxcore device. During the procedure the device allegedly failed to obtain sample. Further it was reported that firing button got stuck but still can be processed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.